Event description:
It was reported that the health care professional (hcp) had questions regarding this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) answered the hcp's questions. It was noted that the signal artifact monitor (sam) disabled the respiratory rate trend (rrt) feature. It was noted that the hcp was not able to review the episodes as the patient was admitted. It was noted that there was rrt oversensing on both channels. Additionally, reports revealed high out of range pacing impedance on the right ventricular (rv) lead channel at the time of the sam events. It was noted that there were several ventricular episodes. The physician did not ask ts to review the episodes. Ts reviewed some available episodes and noted what occurred. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) had questions regarding this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) answered the hcp's questions. It was noted that the signal artifact monitor (sam) disabled the respiratory rate trend (rrt) feature. It was noted that the hcp was not able to review the episodes as the patient was admitted. It was noted that there was rrt oversensing on both channels. Additionally, reports revealed high out of range pacing impedance on the right ventricular (rv) lead channel at the time of the sam events. It was noted that there were several ventricular episodes. The physician did not ask ts to review the episodes. Ts reviewed some available episodes and noted what occurred. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the health care professional (hcp) had questions regarding this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) answered the hcp's questions. It was noted that the signal artifact monitor (sam) disabled the respiratory rate trend (rrt) feature. It was noted that the hcp was not able to review the episodes as the patient was admitted. It was noted that there was rrt oversensing on both channels. Additionally, reports revealed high out of range pacing impedance on the right ventricular (rv) lead channel at the time of the sam events. It was noted that there were several ventricular episodes. The physician did not ask ts to review the episodes. Ts reviewed some available episodes and noted what occurred. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device did not cause the patient to be admitted. The device was reprogrammed to resolve the issue. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.